Event description:
A device report from (B)(6) indicated a surgeon and hospital from (B)(6) reported: during a procedure for a pro disc implantation, date unk a pt became a paraplegic. The cause appeared to be a fractured piece of bone driven into the canal by the keel cutter. No further info is available at this time. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.